Manufacturer narrative:
(B) (4). The device was evaluated and the reported failure was verified. Physio-control recommended the replacement of the biphasic pcb assembly; however, the customer declined service and indicated that they would be looking to replace this device in the near future. The cause of the reported failure could not be determined.

Event description:
It was reported that the device was displaying a service wrench and had an error code in memory that indicates a potentially critical failure. There were no reports of pt use associated with this event.